Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the ins is not charging since last night, they are getting the passive recharge screen and they spend 2-3 hours trying to charge the implant. Patient stated this issues has been going on for 6 months to a year. Patient services (ps) asked patient to inspect the recharger for damage and if the rtm gets hot. Patient stated there is no damage on the rtm but the little box gets very hot. The issue was not resolved.  Patient mentioned their brother has the same exact implant and they would like to know if they could use their brother's paddle device to charge his implant because they are in pain and need to charge the ins to get pain relief. Patient stated they do not have pain medication. The patient was sent out a replacement recharger (rtm). . Pt called back from number registered re-reporting information previously documented in this case. Pt said they tried their brother's rtm and received a "system malfunction" on their controller and said the controller would not progress past the prm after 1.5 hours. Pt said their brother was able to charge fine with the rtm. Pt was provided pss with device serial numbers when the li battery pack split. The patient was sent out a replacement recharger (rtm), controller, and battery pack.   Additional information was received from patient (pt) and a manufacturer representative (rep)a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt said they tried using their brother's li battery pack in their controller but they were still not able to connect to their implant to charge still. Pss reviewed with the pt that they were being sent a controller and li battery pack replacement. Pt said they are in pain and the last time they successfully charged their implant was 4 days ago when issues with the recharger started. Pss redirected pt to healthcare provider (hcp) for pain and emailed medtronic reps for visibility. Upon further review, pss called pt back but was unable to reach the pt and left a message. Pt could try to use brother's external equipment to charge their implant, they would just not pair their brother's controller with their device. Pt called back from number registered re-reporting information previously documented in this case. Pt tried to use their brothers device to get their ins recharged. Pt went into prm and had middle number ranging from 93-94 (pt mentioned they had tried prm on their device as well). Pt said before t hey got the ins, they were taking a lot of hydrocodone (a high dosage). Pt said with the ins, they still feel pain but it is a relief and they are not in total pain all of the time. Pt said now that the ins was not working due to not being able to charge, they have a crazy headache and no more pain medication. Pt said they stopped giving them pain medication since they got the ins implanted. Pt said when their device quit working, they were getting a software problem and a system problem rm04. Pss reviewed the prm with pt as they were not able to connect after 15 minutes on the call. Pt will continue to do the rest of the second cycle in prm and do one more to try and get ins recharged. If pt is unable to get ins charged through prm, they will wait until they get their replacement equipment. Information was then received from a manufacturer representative (rep). Caller states that patient is 200 miles away and is already receiving new equipment. Wanted to know what know what else can be done for the patient if new equipment does not work. Ts reviewed that next steps would be to have patient attempt 3 prm. If this fails then to disable re-enable device. When all options have been exhausted then it would be recommended for caller to have discussion with hcp.